Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a query regarding a patient via remote monitoring was sent as the device was having problems discrimination between atrial fibrillation and ventricular tachycardia. The request was sent for review to technical services (ts) regarding the best way to program this device for the patient. Ts reviewed the attached reports and confirmed that the device was treating a rhythm which was likely a supra ventricular tachycardia (svt). Inappropriate anti tachycardia therapy was not successful in converting the arrhythmia, thus inappropriate shocks were also delivered by the device. Ts discussed reviewing the fast atrial fibrillation condition to the ventricles and a change in medication, or a possible atrial fibrillation ablation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a query regarding a patient via remote monitoring was sent as the device was having problems discrimination between atrial fibrillation and ventricular tachycardia. The request was sent for review to technical services (ts) regarding the best way to program this device for the patient. Ts reviewed the attached reports and confirmed that the device was treating a rhythm which was likely a supra ventricular tachycardia (svt). Inappropriate anti tachycardia therapy was not successful in converting the arrhythmia, thus inappropriate shocks were also delivered by the device. Ts discussed reviewing the fast atrial fibrillation condition to the ventricles and a change in medication, or a possible atrial fibrillation ablation. At this time no further changes were made. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that a query regarding a patient via remote monitoring was sent as the device was having problems discrimination between atrial fibrillation and ventricular tachycardia. The request was sent for review to technical services (ts) regarding the best way to program this device for the patient. Ts reviewed the attached reports and confirmed that the device was treating a rhythm which was likely a supra ventricular tachycardia (svt). Inappropriate anti tachycardia therapy was not successful in converting the arrhythmia, thus inappropriate shocks were also delivered by the device. Ts discussed reviewing the fast atrial fibrillation condition to the ventricles and a change in medication, or a possible atrial fibrillation ablation. At this time no further changes were made. The device was explanted and returned. No additional adverse patient effects were reported.